Event description:
Consumer is diabetic. He used about 10 generic glucose test strips and obtained low readings and reduced amount of insulin resulting in a diabetic crisis. Consumer said readings obtained with generic test strips were 50-60 when the actual level was over 200.